Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. Living legacy foundation is a cadaver lab, therefore there was no patient involvement.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed testing due to an incomplete cut; however, the repair was not completed because the cutters are not repairable and would require replacement by the account. The cutters were returned as is to the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.